Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to high out-of-range impedance measurements, high threshold measurements, and oversensed noise resulting in pacing inhibition. A connection issue was suspected however after re-seating the lead in the device header the issue remained. The lead was explanted and replaced which resolved the issue. No adverse patient effects were reported.